Event description:
Frequent malfunction alarms with the pump were reported by the customer. There was no adverse impact to the customer's blood glucose level. No follow-up or additional action was required, and no further information was provided.